Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube at the distal tip. Material was found missing. The complete fastening of the proximal clevis was missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the main tube was broken at the distal end, which led to the proximal clevis being dislodged and had a potential for fragments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm fenestrated bipolar forceps instrument broke and instrument became stuck on the trocar. The procedure was completing as planned with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: the tool broke and the cable broke, which resulted in the main shaft being damaged and the tool getting stuck in the trocar. Instrument was removed with the cannula. Port incision was not increased in order to remove the instrument and cannula together. No fragment fell into patient.